Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the bezel assembly was replaced.

Event description:
It was reported that when the top of the stylus touched the programmer screen there was no reaction from the screen. The programmer was returned for servicing. There was no patient involvement.